Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. Technical support agreed to replace the pump and instructed the caller to return the damaged pump within 10 days using a prepaid label. The caller acknowledged the instructions and indicated that they would continue using the current pump until the replacement arrives.